Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident is unknown. The customer inserted several batteries into the pump but each time the battery icon on the pump screen displays as empty. The customer cleaned the battery compartment and inspected the battery cap and reinserted a battery. However, the failed battery test issue persisted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for several days and no unexpected failed battery alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.